Event description:
A territory manager contacted zoll customer support to report that a (B)(6) old female pt's doctor reported that the pt passed. The pt's doctor indicated that the pt was treated twice by the lifevest, her heart pump failed, and the pt passed over the weekend ((B)(6) 2014). The exact date is unk.

Manufacturer narrative:
Device eval of monitor sn (B)(4) and belt sn (B)(4) have not been completed. The equipment has not been returned to zoll. The last pt data download was (B)(6) 2014. Review of the data indicates that the device was fully functional and able to detect and treat. No arrhythmias were detected on (B)(6) 2014. The pt passed between (B)(6) 2014 and (B)(6) 2014. No download data is available for (B)(6) 2014. The events leading to the pt's death are unk. Device manufacture date: monitor: 04/2013; belt: 02/2013.